Event description:
It was reported that this left bundle branch (lbb) brady lead was surgically explanted due to dislodgement, which was confirmed by fluoroscopy during the lead revision procedure. This lbb brady lead was replaced. No additional adverse patient effects were reported.